Event description:
I purchased the fasciablaster for cosmetic reasons. I wanted my (B)(6) legs to look like they did when I was 35. Sounds impossible but (B)(4) promised this, stating her tool was "100 percent effective in eliminating cellulite". The device is even advertised to "cure" many ailments (which, as a nurse, should have known better). I steer clear of "quick fixes" and medical scams. I did extensive due diligence and joined her online (B)(6) groups. I found no evidence to debunk her claims. I found no negative reviews or posts that did not claim "amazing results" from use of the device. I also couldn't find any actual medical trials or studies but the data I was able to gather told me to buy it! I did. In the first 3-4 months, I felt like I was getting results. I was telling all my friends and family about it ad nauseam and even formed a local support group. Then things started to change despite me following the protocols (which keep changing without notice), heating as instructed, oiling, activating, flushing, icing, etc. I started getting cellulite where I didn't have it before, namely my arms. The cellulite on the back of my thighs appeared worse. And most of all, my skin had changed. It appeared old, dry and crepe-like despite following directions on the blogs, in the videos and on the (B)(6) page. I thought I was alone in my worsening condition and was ready to chalk it up to another failed attempt to rid myself of lumps and bumps. Then I found a (B)(6) page where negative results were being posted. I used the fasciablaster for 9 months before quitting. Since then, I have learned that the creator, (B)(4), is censoring her (B)(6) page; not allowing negative results/adverse reactions to be posted period. She is deleting all negative comments, including unfavorable reviews. I learned that I wasn't the only one not getting the results that (B)(4) promised and also learned there were women actually being hurt with the device. My issues are small compared to some of the many others. I was made worse by a device that was guaranteed to give me 100 percent cellulite elimination. I have uncovered more. When I bought the tool, her terms and conditions state that the fasciablaster is not a medical device however, the packaging it came in says it is a class 1 medical device with us patent no. D735.818. The t and c also state that the (B)(4) company does not identify itself or any of its personnel, as a licensed dietician, nutritionist, certified personal trainer, massage therapist, medical provider, or licensed/certified as a professional in any field. She touts herself as a scientist but has no medical or health related credentialing what-so-ever. She states employees (B)(6) is a fasciologist and (B)(6) is a neuroscientist. It is an insult to those of use with well-earned degrees and a dangerous practice to engage in because she is regularly offering medical advise to the unsuspecting public several times a day on her fasciablaster (B)(6) pages. She flat out denied (to users that were experiencing weight gain) that the fasciablaster could cause weight gain but then updated her t and c to include weight gain as a possible side effect. The updated t and c are now 11 pages long (up from 4), and include multiple new contraindications and warnings. Because there were no clinical trials or studies conducted outside of "her camp" prior to its release to the masses, one can only conclude we, the consumers have unknowingly been her test subjects. She actually called us her "guinea pigs" on a march 2017 post. Her business practices are despicable. Her integrity is questionable. Now, she's threatening anyone/everyone who has spoken out. The "device" is hurting people and needs to be removed from the market. It has worked for some people. It even worked for me in the beginning.